Event description:
The pt's family member reported the pt participated in at clinical trial from 1998 to 2004. In 2007, the pt had an intrathecal pump implanted and developed "complications" during the implant surgery. The complications were not specified. The pt had a spinal headache for a week following the implant surgery. Three weeks later, after recovering from the surgery, the pt was started on prialt in combination with dilaudid via the intrathecal pump. The dose and concentrations were unk. Approx one week later the pt woke up with a fever of 103.7 degrees. The pt was taken to the ER where it was determined the pt was "becoming septic". The pt had a low white blood cell count. The pt was diagnosed with spinal meningitis and pneumonia. The pt was admitted and treated with antibiotics (vancomycin, zosyn, and clindamycin IV push) for approx one week and recovered. The pt was discharged and prialt was continued during the hospitalization. The pump was not removed. Add'l info has been requested from the hcp but was not available on the date of this report.